Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed err4 on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, concomitant medical product - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.